Event description:
Healthcare professional reported lower than expected inr readings with a protime microcoagulation and protime-5 test system. Patient of unspecified ID, age, gender and weight was on maintenance warfarin treatment for an unspecified diagnosis. The target inr was 2.0 to 3.0. The inr result from the protime system was 0.8, which was not consistent with the patient's status. Repeat inr was tested with the laboratory plasma-based coagulation analyzer on the same day and the result was 2.1, which was consistent with the clinical status. Liquid quality control testing was not performed. Sample handling and instrument operation were appropriate based on the user manual and instructions for use. No adverse events were reported.

Manufacturer narrative:
This follow-up MDR dated 07/21/2015 references itc complaint number (B)(4) and reports the results of the instrument evaluation (B)(4).

Manufacturer narrative:
(B)(4). Associated child case submitted with this MDR captures protime-5 reagent cuvette lot l4pwc022 and is referenced by (B)(4). Method codes: actual device (protime pro-5 s/n (B)(4)) not evaluated. Process evaluation performed for the protime-5 reagent cuvette lot in question. There is no complaint trend and no records of irs or capas were found. Itc has requested all data required for form 3500a.